Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump screen became unresponsive and the user could not unlock or access features; the screen was visibly cracked and the user was guided to restart the pump without resolution, after which a replacement was arranged. Symptoms included no reported clinical effects. Outcomes included device replacement and instructions to continue cgm monitoring using the dexcom app or receiver, to shut down the ilet to prevent further alerts, and to return the original pump with a provided shipping label. Investigation included remote troubleshooting and user education regarding shutdown, data sync to the mobile app prior to return, expected delivery timeline, and the need to perform standard startup on the replacement because data do not transfer between devices. Investigation of this case revealed a damaged display/touchscreen rendering the user interface nonfunctional, consistent with a screen break that prevents interaction. It was concluded, based on previously established findings for similar reports, that physical damage to the display assembly was the most probable cause.